Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance steady at approximately 48 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Svc defibrillation impedance steady at approx. 56 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. The proximal portion of the lead was subsequently returned and analyzed. Analysis was performed and no anomalies were found. The setscrew marks on the connector pin were too proximal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the high voltage coils. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.